Manufacturer narrative:
Based on the information provided, it could not be determined when the foreign material, alleged to be 3m¿ adaptic¿ non-adhering dressing, was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. A review of manufacturing batch records was not possible as no product details or lot number were provided for the dressing. As the 3m¿ adaptic¿ non-adhering dressing was left in the wound (retained), this may indicate it wasn't removed appropriately with the scheduled dressing changes.

Event description:
Issue regarding embedded 3m¿ adaptic¿ non-adhering dressing is investigated under MDR 3008512935-2025-00005.

Manufacturer narrative:
Solventum is pending the completion of the investigation.

Event description:
On (B)(6) 2025, the following information received via clinical records from the physician were reviewed: on (B)(6) 2025, the patient underwent debridement of a right ischial pressure ulcer and immediate closure with local flap. During the procedure, two pieces of foreign material alleged to be v.a.c.® granufoam¿ dressing and two pieces of foreign material alleged to be 3m¿ adaptic¿ non-adhering dressing were found to be embedded within a small sinus tract communicating between the ischial pressure ulcer and a small wound located inferiorly. The lining of the tract was removed sharply. A prevena plus¿ 125 therapy unit was applied, and patient was discharged home. Patient continues on v.a.c.® therapy at this time. Issue regarding embedded v.a.c.® granufoam¿ dressing is investigated under MDR 3009897021-2025-00055. Issue regarding embedded 3m¿ adaptic¿ non-adhering dressing is investigated under MDR 2110898-2025-00068.